Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was documented in a newspaper article that a patient¿s mother reported her son experienced a hypoglycemic event. Date of issue is an approximation. She was alerted by her other son that the he was in distress; he was given apple juice and gummy candies to increase his blood glucose and recovered. The continuous glucose monitor (cgm) or blood glucose (bg) values were not provided. Neither the patient¿s mother nor his father received an alert that the patient¿s blood glucose was low or information that there was an issue with the follow application. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. Per medical review, this report would constitute an adverse event because an allegation against the dexcom system resulted in a hypoglycemic event that required third-party treatment. No additional event or patient information is available.